Event description:
The pacing system was implanted on (B)(6) 2013. Reportedly, on (B)(6) 2017, the pacemaker was found being partially exposed from a wound in the pacemaker pocket that was approximately 5 mm in diameter. An infection was suspected. Treatment plan for the patient has yet to be decided. Preliminary analysis revealed that the pacemaker has been sterilized and released according to all applicable procedures.

Event description:
The pacing system was implanted on (B)(6) 2013. Reportedly, on (B)(6) 2017, the pacemaker was found being partially exposed from a wound in the pacemaker pocket that was approximately 5 mm in diameter. An infection was suspected. Treatment plan for the patient has yet to be decided. Preliminary analysis revealed that the pacemaker has been sterilized and released according to all applicable procedures.